Manufacturer narrative:
Pump passed the displacement. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Event description:
Information received by the medtronic indicated that the lip ring on the insulin pump was broken. Customer reported that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.